Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the generator gave instrument error code and when inspected, the blade tip was found to be broken off. Was not able to retrieve. Think it is in gastric pouch. Not sure how the procedure was completed.